Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to insufficient thermal paste applied to the lamp; the lamp was found burned into the heatsink assembly. Additionally, a buildup of dust and debris was noted inside the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e101" occurred during a procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient thermal paste and accumulation of dust and dirt and the insufficient. The following information is stated in the instructions for use (IFU): ¿caution do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.¿. Olympus will continue to monitor field performance for this device.